Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned; however a photo has been provided and reviewed. The investigation is confirmed for partial deployment of the stent graft. The definitive root cause is unknown. The device is labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified in d2. H10: g4. H11: g1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 vascular stent graft allegedly experienced positioning failure, retraction problem, and misfire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a 59-year-old male weighing 82 kgs.

Manufacturer narrative:
The device and a photo for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06080 vascular stent graft allegedly experienced positioning failure, retraction problem, and misfire. This information was received from a single source. The malfunction involved a patient with no reported consequences. The patient was reported as a (B)(6) year-old male weighing (B)(6) kgs.